Manufacturer narrative:
The reported complaint was deemed not confirmed. The complaint sample was not made available for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint product. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The machine did not alarm. Test strips were used to confirm the leak. The leak was not visible in the dialysate lines. Estimated blood loss was less than 300cc. Sample has not been returned to manufacturer for evaluation.